Manufacturer narrative:
A field service engineer (fse) evaluated the instrument. The fse found that the sheath sensor was faulty and was causing a leak. The fse replaced the sheath sensor, which repaired the leak. The repairs were verified by the fse. The gallios instrument is a research use only (ruo) instrument in (B)(6). However, the navios instrument is a similar instrument and is used in (B)(6) and the us for in vitro diagnostics (ivds). (B)(4).

Event description:
The customer reported a leak from the gallios flow cytometer. The volume of the leak was about 200 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.